Manufacturer narrative:
E1: patient city: (b)(46. Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, an issue with their infusion set had occurred. They had changed the set on thursday morning when their blood glucose had been 268, inserting it in their abdomen. The event occurred on (B)(6) 2024. On the morning, their blood glucose had been 280, and they had noticed a wet spot on their shirt with blood at the insertion site. The patient had stated that the tubing had been too short. The infusion set had been in use for four days, and there had been no stress or pull on the tubing. The leak had been in the tubing, but it had not come apart or detached. There had been no visible damage, and the pump had not been dropped. No further information available.